Manufacturer narrative:
The insulin pump was received with no button response due to moisture on keypad traces. No cosmetic damage noted.

Event description:
The customer reported via phone call, the CT button on the insulin pump was not responding. The customer's blood glucose wasn't known. The customer was advised the device needed to be replaced and customer agreed to return the device for analysis.